Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that 50-75% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed 3 times. The patient had been undergoing treatment for an unruptured, saccular, side wall aneurysm located in the ica. The aneurysm size was 5x7mm.

Manufacturer narrative:
H3: product analysis of ped3-027-550-16, lotno:b575962 found no bent or kink with the pushwire. The distal hypotube and ptfe shrink tubing were intact with no signs of elongation. The distal and proximal dps restraints were intact. The dps sleeves were intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline vantage shield were found fully opened and damaged. In addition, the middle section was found to be opened and no damage. No other anomalies were observed. Based on the analysis findings, the pipeline vantage shield was not confirmed to have failure to open at middle section as the middle section of the braid was found to be fully opened and no damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that re-sheathing was attempted along with loading and unloading and repositioning of the pipeline to open the device. However the device would not open through the curve. A shorter device was selected and deployed distal to the curve with no issue. Device issues attributed to very tortuous anatomy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was attempted to be deployed, but kinked and could not be used and was removed. There was failure to open in the middle portion of the pipeline. The middle of the pipeline was positioned in a bend. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Dual antiplatelet therapy (dapt) was administered. Angiographic result post procedure revealed a second flow diverter deployed.